Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device does not complete the boot up process. User was performing daily vehicle inspection during the time of the event, therefore there was no patient involvement and no health consequences or impact occurred.